Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was frayed and might be replaced. To date, the lead remains in service. No adverse patient effects were reported.